Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net transmission. Review of merlin.net transmission revealed that the atrial lead exhibited noise, causing a short duration of ventricular fibrillation; a separate noise reversion episode was noted on (B)(6) 2018. Programming changes were discussed. The patient would be followed.